Event description:
Dexcom g6 experienced "signal loss, please wait up to 30 minutes" starting at 10:17 am and did not display readings again until 10:45 am. At this time a backlog of readings appeared from 10:17 am - 10:45 am, indicating that there was actually no signal loss probably since numbers were backlogged and recorded, but rather a problem with the dexcom g6 app causing no information to display and give a faulty, inaccurate signal loss. Regardless, this is unacceptable for this kind of product, there ought to never be any signal loss, data discrepancy, or any missing blood glucose information. It's a shame the FDA is letting this slide by as an acceptable product. I never get a "signal loss" with my omnipod 5, can you imagine trying to bolus insulin but be told there is a signal loss and wait either 30 minutes or up to 3 hours, but it seems I am routinely getting this with every sensor / transmitter inserted with dexcom.